Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device was explanted due to a suspected lead or device malfunction. No further information is available.